Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, low r-wave signal and high ventricular threshold due to lead dislodgment were noted. The lead was explanted and replaced to resolve the issue. The patient was stable with no adverse consequences reported.